Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during drain two of three of peritoneal dialysis (pd) therapy. The patient disconnected from the homechoice using aseptic technique to use the bathroom and came back to reconnect. The homechoice was alarming system error 2240 when the patient returned and the patient reconnected themselves. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient was advised to start over with new supplies or perform capd to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.